Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted pump system for spinal pain indications. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that the patient had been having intermittent difficulties connecting to their pump, despite receiving a new communi cator. Per the patient, "the thing works great and slowly it slows down until now" and "it doesn't work half the time". The patient could not get back to sleep at 3am due to "fighting with it for a bolus". The patient seems to have problems with it the first time they used it after fully charging it. The patient would unplug it in the middle of the night to use it and "it doesn't want to cooperate". The patent powered on the handset and saw a "not found" message. Technical services assisted the patient in restarting the myptm application and the patient was able to request and receive a bolus. When technical services attempted to confirm the issue, whether they saw a message or screens didn't progress forward, the patient stated that they had "seen it all". The patient was assisted in resetting the communicator. The patient had started talking to a manufacturer representative about this "approximately a year ago - I lost track". In regards to the event date, "at first the communicators have worked well, but then as time goes on, they get slower and slower. Per they patient, they may have dropped either device from a short distance, but neither devices were damaged and they both charged well. The patient agreed to monitor the issue and call back patient services for assistance as neede d.additional information was received from the patient. It was reported that the patient called back regarding the telemetry issues. The patient stated it takes longer as time goes on after a refill. The patient stated the hcp changed the medication so now they on ly go in for refills about every 5-6months. The patient stated its much faster after a refill, only a few second but after a while it can take up to 90 sec or so. The manufacturer's patient services specialist (pss) reviewed considerations and documented information provided by patient. The patient stated the hcp is quite a distance and requested hcp listings. Pss provided website and sent to the patient's address as requested.